Event description:
Later physician reported "swelling and late seroma".

Manufacturer narrative:
Additional healthcare professional who can provide further information: dr. (B)(6).

Manufacturer narrative:
Clarification to d6a implant date: partial date 2010. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; "bia-alcl (stage ii)" - pathological marker cd30+ confirmed, pathological marker alk- not confirmed.

Event description:
Healthcare professional reported via regulatory agency (bfarm) "left side seroma and bia-alcl (stage ii)". Pathological marker cd30+ has been confirmed, pathological marker alk- has not been confirmed. Device was explanted and it is unknown if it will return. Complete capsulectomy was performed.